Event description:
It was reported to philips that the system failed to boot up automatically. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the select boot device screen appeared during the system's startup. Upon troubleshooting actions, the rse instructed the customer to press the esc button on the keyboard to continue the bootup. The customer pressed the esc button on the keyboard. After pressing the esc button, the system was returned to use in good working order.